Manufacturer narrative:
Additional information: the reporter contacted animas on (B)(6) 2013 to report that the keypad buttons were now unresponsive.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 2 date of submission 01/31/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings:the keypad cover was returned peeling at the down arrow button. During testing, the ok and down arrow keypad buttons were unresponsive; the up arrow and contrast keypad buttons were properly responsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Additionally, the battery compartment was cracked. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, it was reported that the keypad buttons were hard to press and intermittently unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue remained unresolved since the reporter was unable to troubleshoot.